Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent perigee anterior repair, posterior avaulta, posterior repair and enterocele repair, vault suspension due to prolapse of vaginal vault, cystocele, rectocele, enterocele, and sui. It was reported that patient underwent resection of rectal prolapse on (B)(6) 2012. It was reported that the patient underwent endoscopic retrograde cholangiopancreatography with sphincterotomy and balloon sweep on (B)(6) 2008 due to abdominal pain in the right upper quadrant and consistent biliary colic. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and avaulta were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.